Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was sleeping when they woke up to a low alert on their cgm. The cgm was reading 46 mg/dl while the patient reported ¿generally not feeling well¿ and having symptoms of hyperglycemia, however, no specific physical symptoms were reported. The patient¿s wife called ems. Once ems arrived, the patient¿s cgm was reading 42 mg/dl and the bg meter was reading 558 mg/dl. Ems treated the patient with IV insulin and transported the patient to the ER. The patient was discharged home after approximately being in the hospital for 1 day. The patient was still feeling sick at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.